Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the reported complaint. He replaced the batteries and found bulging at the positive terminal. The fsr checked operation after replacing batteries. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported complaint was corroborated. Both batteries have deformation (cracking) at the positive terminals (cause is undetermined). Per the product surveillance technician (pst), due to the cracking at the battery terminals, no attempt to measure voltage or conductance was made. Also, no attempt to charge was made. No further testing was performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the battery module indicated half (50%) battery power left, while the unit was still plugged into alternating current (a/c). After the case, the battery power indicated 25% and then died. The centrifugal system would not power the centrifugal control unit (ccu) when it was unplugged from the a/c and switched to battery. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2016, I spoke with the felid service representative (fsr) regarding this complaint. According to the fsr, this customer leaves their centrifugal batteries plugged into a/c power all the time. Just prior to the use of this unit for cardiopulmonary bypass, the users connect the battery to their centrifugal unit to use in the event of an emergency. In this case, about half way through the procedure, they noticed the centrifugal system battery power indicator showed that there was 50% battery power even though the device was connected to a/c power. After the case, it was noted that the battery power indicated 25%. The device never lost a/c power. There was no impact to the patient as a result of the battery discharge. Bill indicated that he found an issue with the positive terminal of the battery, which was causing the depletion. (B)(4) warned the users against keeping the unit plugged in 24/7. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.